Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the caller indicates the patient's stimulation is intermittently shutting off. The caller reports the patient does not have good use of her hand, therefore she has a caretaker that helps her charge. The caller reported the patient charges once a month, and her ins battery level is low when she charges. The caller reported she thinks that stimulation might be turned off when stimulation level is so low. The caller reported that she has advised the patient to charge on a weekly bases. The patient's impedances are within normal limits, and no adaptive stimulation is programmed. The caller reported the ins bat is at 3.805v. The last time the patient charged was on (B)(6) 2018, this past wednesday. On, thursday the patient thinks she still had stimulation, but is unsure. The patient's pain did not return. On friday, the patient reported her pain returned therefore she checked her patient programmer and it indicated her stimulation was off. The caller did not know how fast her pain pattern returns without any stimulation. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the intermittent stimulation was not determined but it was suspected that the patient/care giver might be accidentally pushing the stim off button on the side of the recharger or that the stim was shutting off when the charge gets too low. Additional education was provided to the patient and their husband regarding the stim on/off buttons on both the recharger and programmer. The patient was also encouraged to charge more frequently. The rep stated that they believed the issue was resolved and that they had not gotten any more complaints from the patient. No further complications were reported.